Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation and subsequently underwent a revision procedure. No additional information is available.